Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer's specific blood glucose (bg) value is unknown but remained between 54-500mg/dl (3.0-27.7 mmol/l). Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.